Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for the stem part and lot number combination. Review of the complaint database search was not possible as the product and lot code required for the reamer was unavailable. Provided information states the rep assumes the reason for this issue was due to it not being reamed correctly. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised because post-op x-rays show that the humeral stem had perforated the cortex of the humeral shaft. Surgeon states that the instruments are cumbersome and inadequate. Additional information received from the sales rep indicates that the reaming may have been done incorrectly.